Manufacturer narrative:
The received device had the cannula assembly deployed. The download data reported an 0x18 empty reservoir alarm. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl). The pod was worn longer than 48 hours on the arm. Hyperglycemia treated by applying a new pod.